Event description:
The facility representative reported to the service depot on 14 january 2010, a colleague infusion pump with "continuous flow alarm". It is unknown when and where the event occurred. There was no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown. There is no further complaint information available.

Event description:
(B) (4). Same as patient 2134265-2009-05368 and 2134265-2009-05365. The patient was enrolled in (B) (6) 2008. A type I lesion was identified in the left carotid artery. The target vessel reference diameter was 6mm. The lesion length was 11mm and 80% stenosis, measured by nascet. The target vessel was moderately tortuous with ulceration present. Thrombus, dissection, pseudo-aneurysm and calcium were not present. A 9x40mm carotid wallstent monorail stent was successfully placed at the intended site. A filterwire ex cerebral protection device was successfully used during the procedure. Pta was performed using a sterling balloon dilatation catheter. Heart rhythm stimulant and atropine 0.5 ui was administered during the procedure. Patient experienced a transient ischemic attack (tia) during the procedure; the event was resolved with no residual effects. The procedure was documented as successful and residual stenosis post procedure was 0%. Patient was asymptomatic with no complications <24 hours post procedure. At the one month follow up visit in (B) (6) 2008 the patient was asymptomatic. The carotid stent patent with 0% residual stenosis with no changes since last visit. Six and twelve month follow up assessments were not reported.

Manufacturer narrative:
(B)(4). The pump has been reported to be available for evaluation and has been requested. However, the pump has not been received for evaluation as of yet. If the pump is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B) (4)there is a CAPA (corrective and preventive action) investigation associated with this report. The CAPA number is mdq-CAPA-(B) (4).

Event description:
It was reported that during an unknown procedure, the first two clips were delivered successfully but the third clip was stuck. Another like device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4)